Manufacturer narrative:
(B)(4). Batch # l5583r. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Yes. Did the jaws of the device eventually open? No. Did the same issue occur with both devices? Yes. The analysis results found that one ec60a was returned firing mechanism jammed. The device was received with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/3 consistent with an incomplete firing cycle. After further analysis it was noted that the knife had buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the knife. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device had a mechanical failure. The anvil did not open from closure outside of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.